Event description:
It was reported that noise was noted on both the atrial and ventricular leads. Chest x-ray was reported to be normal for the patient. The device and both leads were explanted and replaced. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 5024m-58 implantable pacing lead 1998-(B)(6); 5524m-53 implantable pacing lead 1998-(B)(6). (B)(4).